Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem: under-infusing. Pump wasn't running, was not reproduced during evaluation. The device was tested for flow accuracy and delivered within specification. The customer reported an infusion with parameters: occurred on (B)(6) 2020. The event history log (ehl) review was performed and revealed that an infusion matching the customer description was programmed at timestamp 03:35, and ran uninterrupted, to completion, until timestamp 04:05. No abnormalities that could cause or contribute to the reported problem were observed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.  Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The evaluator found the device display to function as intended and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusing and did not run during therapy. There was a blank screen, the user unplugged it to reset secondary infusion of meropenem 1g/100ml 200ml/hr volume to be infused 100/ml. No additional information is available.